Manufacturer narrative:
H6: investigation summary : customer reported false positive results on a bd instrument top remanufactured bactec instrument (p/n 441676, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched and checked the log file and there was no error or alarm detected in the hours preceding the positivity of the bottles and temperatures are within the norm and there are no fluctuations over time, constant values at 35 degrees so checked fluorescence curves and found that there was a drop in fluorescence between 7 and 8 am on the affected samples which determined the positivity. So reloaded a&b rack calibration file and rechecked the log file and working temperatures and found that here was a sharp drop in ambient temperature between 5 and 7 am with a significant increase in the duty cycle on the heaters, constant drawer temperatures. So the machine was under observation during the weekend, test bottles in the positions that gave the error and there was no error reported and the instrument was operational and returned to the customer for use. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed one previous complaints for false positive results(1198295). Bd quality did not receive any returned instrument or parts for investigation. This complaint is a confirmed failure of a bd product. The root cause is due to ambient temperature. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " false positives reported in drawer a and b, the instrument does not show any errors, the stations are on line, temperature at approx. 35c, agitation confirmed in drawer b".

Manufacturer narrative:
Initial reporter phone number: (B)(6); initial reporter fax number: (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "false positives reported in drawer a and b, the instrument does not show any errors, the stations are on line, temperature at approx. 35c, agitation confirmed in drawer b."